Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. The investigation was unable to determine a conclusive cause for the reported tip detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the tip of the supera stent delivery system separated when the device was being loaded onto the guide wire. Reportedly, there was no resistance noted during insertion onto the guide wire. The supera had not entered the patient anatomy and was not used. There was no adverse patient effect and no clinically significant delay. A second supera stent delivery system was used without issue. No additional information was provided.